Event description:
The customer alleged that he performed control tests and received results of 290 and 296 mg/dl. The normal control range was 110-152 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.